Event description:
As reported by the customer: bath and a fault with door gas strut mechanism which the non arjohuntleigh service provider had identified and told the nursing staff not to use equipment until fixed, nursing staff continued to use the bath prior to being fixed and an incident occurred where the door fell on a resident¿s hand when bathing breaking a bone in hand. An arjohuntleigh investigator will attend site.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR¿s sales and service unit subsidiary division, not a direct employee of the MFR. Add¿l info will be provided upon conclusion of the MFR¿s investigation.